Event description:
Philips received a complaint on the xl+ indicating that the power supply detection failed. There was no patient involvement. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The fse restarted the device and the operational checks passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.